Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable vanc3 vancomycin result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The pharmacist questioned the result prompting the rerun of the patient sample. The initial result was 0.0 g/ml with a data flag. The repeat result was 13.6 g/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 713751. The expiration date was requested but not provided. The field service engineer (fse) performed preventive maintenance. He also performed a cell detergent prime on detergent 1 with the straw in hot water and another cell detergent prime with a regular bottle of sodium hydroxide (naoh). The customer performed calibration and qc with acceptable results. The investigation reviewed the calibration performed on 23-oct-2023; the results were within specifications. The investigation reviewed the qc recovery; the results were within -2 standard deviations (sd). The qc appeared to be high but within 2 sd prior to the event on both levels. There is no indication of a performance issue with the reagent. The investigation is ongoing.